Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Date of event: the date of the event was not reported. The product catalog and lot numbers were not reported; UDI unavailable. Initial reporter phone: (B)(6). Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: a report from the field indicated that during a thrombectomy procedure during use of an unknown embotrap (unknown product code/unknown lot#) revascularization device vasospasm was observed. The procedure was successfully completed. Additional information received indicated that the indication for the procedure was acute ischemic stroke. No additional information is available. The device was not returned for analysis; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. Vessel spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow distal to the spasm and may occur when positioning/advancing the devices through the vessel/arteries. This is a well-known potential complication with any invasive procedure during which devices are introduced into vessels. Vasospasm was reported as intraprocedural finding and the severity of the actual event is unknown. The root cause of the event cannot be conclusively determined based on the limited information available for review; however, it is likely that pharmacological, clinical, and procedural factors, including vessel characteristics, may have contributed to the event. If information is provided at a later date, the file will be reopened and processed accordingly. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
A report from the field indicated that during a thrombectomy procedure during use of an unknown embotrap (unknown product code/unknown lot#) revascularization device vasospasm was observed. The procedure was successfully completed. Additional information received indicated that the indication for the procedure was acute ischemic stroke. No additional information is available.